Event description:
Patient reported the check button on the infusion device does not work anymore. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and the particles temporarily isolate the area of contact inside the button housing. Due to this, the check button does not respond and is without function.